Event description:
Related manufacturing reference number: 2017865-2022-45012. It was reported that the patient presented for a lead revision. It was noted that the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. The physician decided to explant and replace the lead. During the procedure, it was noted that the lead insulation was damaged. The physician also decided to prophylactically explant and replaced the implantable cardioverter defibrillator due to the battery advisory. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
The device was returned due to the battery performance alert advisory. Final analysis revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).